Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal and external inspections. Temperature confirmation testing was performed and passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above the allowable specification range. Further inspection of the door assembly identified deteriorated piston foam and a cracked door piston. Test piston foam was installed and the deice passed volumetric accuracy testing. The cause of the rite failure was due to the deteriorated piston foam and cracked door piston. The piston foam and door piston was scrapped. Should additional relevant information become available, a supplemental report will be submitted.